Event description:
A patient underwent a drainage catheter placement procedure using navarre universal drain. The pigtail pen was allegedly discounted, and drainage cannot be continued. Further it was reported that the catheter became kinked, preventing drainage from the internal lumen. A CT scan showed that there was still fluid in the thoracic cavity that could not be drained. Reportedly, the drainage was obstructed. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: although the physical device was not returned for evaluation, one photo was provided for review. The photo show partial view of a drainage catheter. The distal end of the catheter was noted to be compressed and deformed. Pigtail thread was noted to be comes out at the distal end of the catheter. Therefore, the investigation is confirmed for the reported obstruction of flow and identified deformation issue. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (device, component, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a drainage catheter placement procedure using navarre universal drain. The pigtail pen was allegedly discounted, and drainage cannot be continued. Further it was reported that the catheter became kinked, preventing drainage from the internal lumen. A CT scan showed that there was still fluid in the thoracic cavity that could not be drained. There was no reported patient injury.